Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, the right atrial lead exhibited noise. The noise persisted after all troubleshooting attempts were exhausted. The patient did not experience any adverse consequences due to the event. The lead was not used and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.